Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.

Event description:
Customer reported that a (B)(6) patient noticed that the IV tubing was leaking. A crack was found on the bi-fuse female luer. The clave connector attached was easily loosened. The tubing was changed and blood cultures drawn. Customer stated that no further patient/event information is available.